Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that following an unrelated surgical procedure wherein it is unknown if the device was placed into surgery mode, the ipg became unable to communicate with external devices.

Manufacturer narrative:
The date of event is estimated. Further information was requested but not yet received.